Event description:
The hcp reported that the patient is experiencing increased spasticity and pruritis following a concentration change. The programming change from 2000 mcg/ml concentration to 500 mcg/ml concentration resulted in dosing limitations. The patient was sent home with instructions to return following completion of the system clearing the old concentration of drug which was calculated to be be approximately 7 days. It is unknown if a priming bolus was performed. Pump tubing volume of 0.36 mils was used. The reporter was uncertain if the correct catheter voulme was used or if the programming was correct. The patient has an ulcer which may be infected and contributing to the increased spasticity. A follow-up report will be sent if additional information becomes available to us.